Manufacturer narrative:
The reported events of high intraocular pressure and ocular pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
An unidentified reporter reported a patient iop never improved for long/did not work and pain in the unknown eye against the xen®45 gts. Physician made several adjustment but the symptom did not resolved. The device remains implanted at this time.